Event description:
A customer reported that the probe on coulter act diff hematology analyzer was dripping diluent. The operator was wearing gloves at the time of the event. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. Msds was not reviewed but the customer has a risk management plan in place. Patient samples were not affected by the probe drip. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) observed the probe dripped at the end of the startup cycle. The diluent filters were replaced, and this resolved the probe drip issue. The fse ran several cycles of shut down and start up to confirm the repair. The root cause for the probe drip is attributed to the old diluent filter that was causing a back pressure of diluent to leak out the probe at the end of the start up cycle. Bec internal identifier for this complaint is (B)(4).